Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during the procedure, the laser fiber fractured in half outside of the patient. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.